Event description:
The jetstream g3 was advanced to treat a severly calcified 20cm lesion located in the proximal superficial femoral artery (sfa). The device was advanced to the target lesion and activated. Five seconds after activation, the distal tip separated from the catheter. The device was removed and the tip was retrieved using a snare device. No adverse outcome to the patient.

Manufacturer narrative:
The pathway jetstream g3 catheter was returned to pathway medical technologies for eval. It was determined that there was a material failure of the proximal cap component of the device. This failure resulted in the tip separating from the catheter during use. Inspection of the failed part showed that it was out of specification and was due to an individual isolated incident during part production, which has been corrected.